Event description:
A pump declared an altitude alarm, but it did not cause the customer's blood glucose levels to exceed 500 mg/dl. The customer's insulin was not suspended, and the issue did not recur within the past month. Corrective actions involved replacing the cartridge, after which the pump resumed normal operation. Technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged.